Event description:
Reporter alleged blood glucose was 553 mg/dl at 7:30 am and took 32 units of insulin however at 9:30 am glucose was 431 mg/dl. It was reported customer took 5 units of insulin and a 2 pm glucose was 282 mg/dl and went to take a nap. Reporter stated customer had a seiizure shortly afterwards however had no low glucose symptoms so she gave hom orange juice and he was ok. No medical treatment was reportedly sought or received. A request was made for the return of the suspect device and replacement product was sent.